Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that prior to pyeloplasty procedure, there was a frozen image error which was not dismissible. The surgical site was not visible when the image frozen occurred. The issue did not resolve even after turning off and on the tl400. The tc304 and tl400 was turned off and back on to resolve the issue. The patient was not present in the operating room when the event occurred. The patient was in the anaesthetic room. There was a 5 minute delay. No negative impact in state of health reported. Cross reference MDR: 9610617-2026-00435.